Event description:
The physician reported during an aneurysm coiling, he tried to remove the coil, but it stretched and broke. The coil was removed and disposed of. The procedure was completed with the use of another similar device. There was no allegation of harm.

Manufacturer narrative:
The device in question will not be returned for eval as it was discarded by the hosp. Therefore, boston scientific cannot conclusively determine the cause of the user's experinece. If any further and/or significant info becomes available, a supplemental report will follow.